Event description:
It was reported that this pacemaker battery longevity remaining is not as expected. The patient had been seen in clinic in november 2019 and the longevity remaining was about 12 years. At the most recent follow-up in november 2020, however, the longevity remaining decreased to about six years. The patient was reported to have anxiety due to increase device depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the device exhibited premature battery depletion (pbd) and there was an increase in power consumption during the past year. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery longevity remaining is not as expected. The patient had been seen in clinic in (B)(6) 2019 and the longevity remaining was about 12 years. At the most recent follow-up in (B)(6) 2020 however, the longevity remaining decreased to about six years. The patient was reported to have anxiety due to increase device depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the device exhibited premature battery depletion (pbd) and there was an increase in power consumption during the past year. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker battery longevity remaining is not as expected. The patient had been seen in clinic in (B)(6) 2019 and the longevity remaining was about 12 years. At the most recent follow-up in (B)(6) 2020, however, the longevity remaining decreased to about six years. The patient was reported to have anxiety due to increase device depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the device exhibited premature battery depletion (pbd) and there was an increase in power consumption during the past year. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. Additional information was received, stating that the patient will be continued monitor via latitude remote patient monitoring system. At this time, the device remains in service. No adverse patient effects were reported.